Manufacturer narrative:
Device was not returned for evaluation. (B) (4). (B) (4).

Event description:
A post operative 2nd degree burn was observed on the pt's right thigh where the grounding pad was attached. It was confirmed that the return electrode pad was too small - manufactured by kls martin.